Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited noise that was being oversensed on the right ventricular (rv) channel, which resulted in the patient experiencing asystole greater than 2 seconds. Additionally, it was noted the pacing impedances dropped a few times however, measurements were within range. Technical services discussed possible cause and provided programming options. At this time, the crt-p and rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)